Event description:
Information received from the patient reported that it was "hell to charge," that they had a hard time taking a charge, and it stopped suddenly twice. The difficulty recharging issue had occurred since implant of their implantable neurostimulator (ins). The patient did not use the belt and noted that ins was around in their back, and cannot reach it to recharge. It hurt their arm to reach back there and their spouse needed to help them recharge. The patient had met with the manufacturer's representative twice for the issue. Additional information received from the patient on (B)(6) 2016 reported that they were unable to charge their ins with the recharger unit. The patient stated that the recharger would just shut down. The patient could not recharge without the help of family member and would lose boxes when charging. They noted that there left arm had to twist around back to charge. The patient did not use the recharging belt when charging. Troubleshooting was attempted but could not be done because of where the ins was. They were sent a new antenna but this did not help with charging the ins. The patient reported that in the meantime their legs were hurting as of one week ago. They mentioned that, a few years ago, they had to have someone come twice to help them with the device. Additional information received the following day reported that they received a replacement recharger. They noted that they did not need it because the ins would not hold a charge. It was suggested to the patient to try the new recharger anyway and if the problem was not resolved to contact their healthcare professional (hcp). Further information received from the patient on (B)(6) 2016 reported that they received a recharger antenna but sent it back to the manufacturer because it was not the issue. The patient stated that the issue was ins. They noted that they had not seen their physician since implant. On (B)(6) 2016 additionally the patient confirmed that they had received the replacement parts but they were not the issue. The patient stated they thought the issue was the implant inside their body and noted that they ins won't take a charge. Their spouse starts charging it (the patient had trouble reaching it) it starts to charge but "it is not doing it" and "cannot recharge" the ins. The spouse was not present so no troubleshooting was performed. The patient stated that the ins was dead and a potential overdischarge (od) was discussed with the patient. The patient had an appointment at their pain clinic. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.